Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a diagnostic reset. It was further reported that battery voltage data was not available. It was also reported that data was not available and there was invalid data on rate histograms. It was also reported that the right atrial (ra) lead exhibited out-of-range impedance. Reprogramming was planned. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead impedance warning occurred prior to the diagnostic reset. The lead was repositioned. When the reset occurred post-repositioning, the device was reprogrammed.